Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported that two screws broke intra-operatively during implant insertion and that a screw shaft was left in the patient, however, it could not be confirmed.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The head of the screw was not available for investigation, and the screw shaft remains in the patient; therefore, no root cause could be determined.

Event description:
On (B)(6) 2018 it was reported that two screws broke intra-operatively during implant insertion and that a screw shaft was left in the patient, however, it could not be confirmed.